Manufacturer narrative:
Investigation summary: received one (1) used. List# mc330419, 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock; lot# 14020616. The filter was observed to be sticky on arrival. No other damages or anomalies were observed. The reported complaint of a leak could be confirmed. The set was leak tested and a leak was observed on the filter. The probable cause of the leak is from a temporary loss of hydrophobic properties on the filter. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock. The report stated that the inline filter for the pur standardbore/smallbore transfer set was found to be wet and sticky @ approximately 0730. Charge rn, np and dietician notified. Ordered to take down current bag of antiarrhythmic drugs (aads) with affected tubing and start neonatal interim with electrolytes 2-1 pn with new tubing set. The device is wiped, double bagged and labeled as per instructions. There was unknown patient involvement and no patient harm.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.